Manufacturer narrative:
Based on the review of the batch documentation conducted, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. As the lens remains implanted, lenstec was unable to perform a more detailed investigation into this complaint. Lenstec confirms that our lenses are 100% inspected at final clean and inspection and if any scratches were present, the lens would not have been packed for shipping. Lenstec also confirms that the lens, its design, and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
On the 27th june 2025, lenstec inc. Received an e-mail stating "after the lens is folded and implanted into the eye, irreparable scratches appear on the surface of the lens. The lens remains implanted". There was no patient injury or surgical intervention noted.